Manufacturer narrative:
Exact date of event is unknown. (B)(4).

Event description:
An unknown aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that approximately nine years post implant that the device has now migrated about 3 cm's below the renal arteries resulting in a type 1 endoleak due to neck dilation. At the level of the renal arteries, the aorta measured 24mm, 25mm, 28mm, and 29mm for a total length of 1cm. The physician did not know what size aneurx stent graft was implanted. An endurant aui was implanted to repair the endoleak. At the time, aptus screws were also placed to anchor the graft in as well. At the end of the procedure, there was no endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information: the patient was in for a routine follow up.